Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r; upn: unk-p-scs-ipg-r; model: null; serial: null; batch: null.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on contacts a1,2,3, b1,2, and 8 of the lead wherein causing a loss of stimulation and the ability to perform MRI imaging. The therapy was reprogrammed several times but was unsuccessful in resolving the loss of stimulation issues. The patient underwent an explant procedure where the implantable pulse generator (ipg) and lead were explanted. The patient was doing well post-operatively. The explanted devices were discarded at the facility and were not returned to bsc.